Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2024-00012.

Event description:
The customer reported to olympus, at the beginning of the diagnostic bronchoscopy, there was an e315 unsupported scope error code on the two different evis exera iii bronchovideoscopes causing a 30 to 45 minute procedural delay while the patient was under anesthesia. The scope image was not displayed, only color bars. When the e315 error code is not there, sometimes an e402 error code appears instead. The error occurs when the devices are connected to the light source and video system center. The procedure was completed with another scope. The device was inspected before use. The condition of the patient was not impacted and the outcome of the procedure was not affected. There was no reported patient harm. Related patient identifiers: (B)(6) evis exera iii bronchovideoscope (bf-h190 / sn: (B)(6)). (B)(6) evis exera iii bronchovideoscope (bf-h190 / sn: (B)(6)). (B)(6) evis exera iii xenon light source (clv-190 / sn: (B)(6)). (B)(6) evis exera iii video system center (cv-190 / sn: (B)(6)). This medwatch is for patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the device was not returned, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) sections which state: important information ¿ please read before use: ¦warnings and cautions: caution: turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.